Manufacturer narrative:
Submit date: 09/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc).the customer states the uvc began leaking after indwelling. The customer further reports that they started changing the lines/fluids. PICC lines/fluids changed with assist from 2nd nurse (sterile procedure). They kinked the ual at the hub with an alcohol swab and sterile gloves; the 2nd nurse removed the old tubing, scrubbed the hub, attached new line/fluids, unkinked the ual and immediately blood backed up into ual and began leaking where the ual had been kinked. Pressure was held with fingers and alcohol swab, the nnp was notified and came to bedside immediately and removed the ual while pressure was held where the catheter was leaking. Less than 2 drops of blood were leaked out.

Manufacturer narrative:
Submit date: 11/10/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection of the catheter presented signs of use; however, the catheter did not show visible issues. A functional test was performed and there were no leaks or issues found. The reported issue was not confirmed. Because the reported issue was not confirmed, a root cause could not be determined. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.